Manufacturer narrative:
Concomitant medical products: 234-02-03 optetrak asy,ps cemented femoral, sz 3,-2271668, 200-02-32 three peg patella 32mm-2336108, 204-04-34 trapezoid tibial tray sz 3f/4t-1928871. Device evaluated by MFR: device discarded by the customer. Additional information, including the product investigation, will be submitted within 30 days of receipt,

Event description:
It was reported a 75 yo male, initial implant date (B)(6) 2012, underwent a left side knee revision approximately 10 years post initial implant due to poly wear. The poly was exchanged. The patient was last known to be in stable condition following the event. The devices were discarded and are not available for return.

Manufacturer narrative:
H6: the revision reported was likely the result of prosthesis wear over ten years of implantation secondary to contributions from instability and/or implant alignment. The appearance of the tibial insert in the provided image suggests that deformation of the anterior post likely preceded and possibly contributed to wear of the primary articular surface of the tibial insert. However, this cannot be confirmed as radiographs were not available and the device was not received for evaluation.